Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No numbers ramping or scroll bar moving with no input noted. Unable to test for unexpected restart alarm, low reservoir alarm and back light anomaly or perform the functional test, including the displacement test, rewind,basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. Device had cracked case at display window corner lower left and lower right corners , cracked reservoir tube lip and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 220 mg/dl. Troubleshooting was performed. The device was returned for analysis.